Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 20x3.0mm, concentric, de novo target lesion was located in the moderately tortuous, non-calcified ostial bifurcation of the right coronary artery. A 3.00mmx20mm nc emerge® balloon catheter was advanced for dilation. During advancing, resistance was encountered and the device failed to cross the lesion and vessel dissection was noted. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of a nc emerge balloon catheter. The balloon was tightly folded. There was blood in between balloon folds. The balloon, shaft and tip were microscopically examined. There was tip damage. There was a kink 15cm from the hub. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that dissection did not occur, contrary to what was previously reported.